Event description:
It was observed during the device evaluation that the laparoscope gynecologic exhibited foreign material within the laser light cable (llk plug) of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a cause for the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.